Manufacturer narrative:
(B)(4) as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) observed air in the patient line while performing automated peritoneal dialysis (apd) therapy with a homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.